Event description:
It was reported that several hours after npwt was started utilizing a pico7, the dressing change indicator lamp flashed. It was confirmed small amount of blood on the dressing, but it was not around the soft-port area. The dressing was exchanged, however, the dressing change indicator lamp flashed many times. On the next day, the second dressing was checked and confirmed the soft-port area was not covered by blood or exudate although the dressing change indicator lamp flashed. The pump and the dressing were exchanged and the treatment was continued without any problem. No patient harm. No delay was reported. During evaluation a blockage of system was confirmed.